Manufacturer narrative:
The event device is anticipated to return to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: not provided. Event description: metal ring around the back broke before the drawstring could be pulled. Metal was poking out and came close to damaging bowel during case. Device replaced immediately with another of the same brand and with no issues. Intervention: device replaced immediately with another of the same brand and with no issues. Patient status: well.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of exposed metal prongs as the tissue bag was not returned with the event unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: not provided. Event description: metal ring around the back broke before the drawstring could be pulled. Metal was poking out and came close to damaging bowel during case. Device replaced immediately with another of the same brand and with no issues. Intervention: device replaced immediately with another of the same brand and with no issues. Patient status: well.